Event description:
During laparoscopic supracervical hysterectomy, a lina loop was placed across uterus and cervix. The electrocurrent was applied and loop was retracted. The loop broke at the tip and the pieces of the loop were retracted through the protective sheath. Inspection of the pelvis showed no extraneous burns, no lacerations noted.